Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was 207 mg/dl. The customer stated that the pump alarmed with an x and a question mark with a book. The customer received critical pump error on the pump screen. The product was returned for analysis.